Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator exhibited a -data not read- message. Troubleshooting could not be performed due to the devices low battery. The device was explanted and replaced on (B)(6) 2014.